Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient wanted to meet with a manufacturer representative (rep) to check to see if the ins was programmed correctly. The patient said the ins works off and on. No further complications were reported.